Event description:
It was reported that the patient had drainage from a small hole at the pocket incision post procedure (MFR. Report number:3006630150-2021-07241). The ipg incision site did not close completely and properly. There was no device malfunction suspected. The patient was given antibiotics and underwent an explant procedure wherein all device components were explanted. The patient was doing well postoperatively and all explanted devices will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2138700, model: sc-2138-70, serial: (B)(4), batch: a22415/a22587.